Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
A fracture of the coil was found at 8.7cm from the pin consistent with fatigue. External insulation abrasion was found at 7.9-8.8cm from the pin, consistent with friction to the ICD can. Internal abrasions were noted at 35-35.5cm from the tip. The etfe coating was abraded at the same area.

Event description:
It was reported that the patient had twiddler's syndrome. Review of the lead during change out revealed an insulation break. The patient received inappropriate shocks due to noise. The lead was removed.